Event description:
It was reported that during an unspecified procedure, a kink and shaft break occurred. The location of the lesion is unknown. An unspecified guide catheter was placed. Upon inserting, the maverick 2 12mm x 2.0mm balloon catheter through the guide catheter, the shaft kinked. The physician attempted to "straighten" the kinked portion by unspecified means, however, the shaft "broke in two pieces". The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.